Manufacturer narrative:
Concomitant medical products: product ID: 39286-65, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
A patient implanted for chronic low back pain and spinal pain reported the device was going haywire. The device was sending a huge amount of stimulation up and down the patient's right side from their down to their leg, and was continuing to jolt them. The patient described it as hitting him with electricity every second. When asked if there could be any traumas/falls reported related to this issue the patient stated he took a spill down 13 flights of stairs today and was currently in the hospital, and had been sedated with dilaudid. When it was reviewed with the patient they could turn stimulation off, they said they couldn't because if they turned stimulation off they would pass out in 48 seconds from the pain. The patient's friend called back that same day and stated the patient was in the emergency room in severe pain. At that time the doctor was talking to the manufacturer's representative (rep). No out come was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.